Event description:
The customer reported the system locked up and lost saved images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos single board computer and the intelligent shutdown board. The system operates as intended.